Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they had misidentifications on bd phoenix¿ pmic/ID-108. There was one occurrence in this event with patient involvement but patient treatment was not affected and there were no adverse events. The following information was provided by the customer: customer is reporting misidentification with panel 448608, lot 2048460. Patient identifier: (B)(6).

Manufacturer narrative:
H.6 investigation summary. This complaint is not confirmed. This complaint is for misidentification of staphylococcus aureus as streptococcus agalactiae when using phoenix panel pmic/ID 108 (448608) batch number 2048460. The customer did provide lab reports, but did not provide isolates or panels for investigation. To investigate, three retention panels from the complaint batch were tested on a phoenix m50 instrument using qc isolates of s. Aureus (a29213), and evaluated for identification results. During investigation, all panels identified correctly. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.

Event description:
It was reported by the customer that they had misidentifications on bd phoenix¿ pmic/ID-108. There was one occurrence in this event with patient involvement but patient treatment was not affected and there were no adverse events. The following information was provided by the customer: "customer is reporting misidentification with panel 448608, lot 2048460. Patient identifier: (B)(6) ".